Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of analysis, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant or installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
In (B)(6) 2021 the patient had right bilateral si joint arthrodesis where three implants were installed on each side. The patient reported left side radicular pain following the initial procedure. The surgeon determined that the left side superior positioned implant had breached the neuroforamen causing radicular pain. One week after the initial procedure, the surgeon performed a revision procedure where he removed the left side superior positioned implant. The explant void was not filled with bone graft and no additional hardware was installed. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.